Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. A review of documentation, instructions for use, specifications, dimensional verification, and visual inspection was completed during this investigation. The device was returned in three segments. Outside diameter of the three segments measured 0.182", length approximately 25cm. The malecot tip measured 2.4cm long and was noted to have a straight edge at the point of separation, point of separation occurred at the bonded tip. Further; this event has been contributed to a supplier related issue with the device separating at the bond. Biological matter inside the malecot tip prevents the device from being returned to the supplier for investigation. Supplier has been notified of this event. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A definitive root cause could not be determined. Measures have been previously initiated to address this issue. Appropriate personnel have been notified to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a hutch diverticulectomy and right ureteral reimplant procedure, the distal portion of the catheter and cage broke off. The patient was returned to the operating room to remove the retained portion of the catheter located in the retroperitoneum. No adverse effects or consequences were reported to the patient due to this occurrence. Additional information has been requested from the customer.